Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a no drawers are detected by pyxis es and user reported medication cannot be pulled. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawers were detected. A field service engineer (fse) identified no problems, reseated the cables, removed the pockets, cleared the trays, tested the drawers, and resolved the issue. Additionally, the fse successfully had the pharmacist inventory and rear drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a no drawers are detected by pyxis es and user reported medication cannot be pulled. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.